Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue placement procedure that occurred on (B)(6) 2022. The procedure was performed by a urologist, under general anesthesia. On (B)(6) 2022, gel was found to be within the prostate capsule through a planning computerized tomography (CT) scan. There have not been any patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).